Manufacturer narrative:
(B)(4).

Event description:
The ins was turned off; the pt thought it happened the day before when he was using a high-speed cutter. He was able to turn it back on. No other issues were reported.